Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/10/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016 and started turning red and itching on (B)(6) 2016. The reaction was located on the left side of the abdomen. The patient removed the sensor on (B)(6) 2016 and noticed puss. It was also stated that the patient developed a scar from this reaction and treated it with vaseline to the affected area. At the time of contact, the patient was okay. No additional event or patient information was provided.